Manufacturer narrative:
The sample is currently in transit to the manufacturing site for sample analysis. A summary of the investigation results will be provided in a supplemental report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a patient was in the operation room for an emergency section caesarea and was under full anesthesia for intubation. The intubation was done successfully but during cuff insufflation the anesthetist heard a loud "boom" and the cuff appeared to present a leak. It was reported that extubation and reintubation of a replacement tube was required. No further patient complication was reported following replacement of the product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff deflated immediately. A visual inspection was performed and it was observed the cuff had burst. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported that the cuff was presenting a leak during patient use. The information provided indicates that removal and reintubation of a replacement tube was required. The customer reported that no additional harm occurred.